Manufacturer narrative:
The product and the particle were confirmed to be discarded. The lot number and description of the particle were not provided. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that during cataract surgery, the surgeon found a "plastic" piece in the patient¿s eye. The surgeon removed the piece with surgical forceps. Surgery was then successfully completed with no reported patient impact.

Manufacturer narrative:
The customer discarded the product and particle. The lot number was not recorded beforehand. The device history record review was unable to be completed at this time. The root cause of the complaint could not be determined, nor could the origin of the plastic particle be determined. The trend analysis was considered acceptable and the product is performing within anticipated rates. No corrective action is required. Should the product and/or particle become available, this investigation will be re-opened. The investigation is considered complete at this time.